Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline (dl) cut approximately 5.25 inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the distal-side of the inlet stator and proximal-side of the blood tube revealed thrombus formations surrounding the inlet bearing cup and inlet bearing ball. These formations appeared to be pulled apart during the disassembly process. Each thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed thrombus formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 1 year. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with recurrent and persistent epistaxis. The epistaxis was suspected to be due to the anticoagulation (aspirin and warfarin) therapy. The patient had been medically managed on aspirin and plavix for stents. In (B)(6) 2016, plavix was discontinued for approximately 1 year and the aspirin dosage was increased. The patient¿s aspirin dosage had reportedly been decreased prior to an admission in late (B)(6) 2017. During this admission, the inr was at 2.2 (and previously was 3.8 on (B)(6) 2017; 3.4 on (B)(6) 2017; 2.5 on (B)(6) 2017; 2.5 on (B)(6) 2017 and 2.2 on (B)(6) 2017). On the morning of (B)(6) 2017, laboratory test results indicated elevated lactate dehydrogenase (ldh) levels. A urinalysis collected to evaluate for hematuria was microscopically negative for blood. There were no pump power spikes or sustained elevations in flow. A transesophageal echocardiography was inconclusive. On (B)(6) 2017, a right and left heart cardiac catheterization was performed to evaluate the patient¿s extent of coronary artery disease and to assess for recovery and possible explant. Pump flow was found to be laminar through the inflow cannula, and the pump parameters changed as expected with adjustment in rpms. Pump thrombus was suspected due to continued elevation in ldh and hematuria, even with systemic anticoagulation with bivalirudin. On (B)(6) 2017, a pump exchange was performed. As of (B)(6) 2017, it was reported that the patient was recovering from the pump exchange at a skilled nursing facility. No additional information was provided.